Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted a loss of prime when attempting to bolus. The reporter stated that when a reprime was attempted the pump alarmed for an empty cartridge but the reporter indicated that there was about 50 units of insulin in the cartridge when the loss of prime warning occurred. The pump history was reviewed and the prime history indicated that the pump was primed for 57 units. The reporter indicated that no insulin was seen at the end of the tubing. The cartridge was taken out of the pump and was confirmed to then be empty. This report is made based on the allegation that the pump primed 57 units without insulin being seen at the end of the tubing and the insulin remained unaccounted for. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: the pump black box history showed that "pump not primed" warnings had occurred associated with force readings that do not reach zero. The rewind, load, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump gave the appropriate visual and audible alerts. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 01/13/2014. Additional device evaluation:the pump prime history verified a prime of 57 units. During testing, the pump accurately calculated the remaining insulin reading. The pump was primed until 20 units remained in the cartridge and the pump emitted a low cartridge warning; the cartridge was removed and confirmed that 20 units were present. All primes performed during testing were accurately recorded in the pump history.